Manufacturer narrative:
Date sent to the FDA: 07/26/2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07509. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07509. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07509. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, vaginal vault prolapsed and stress urinary incontinence. It was reported that patient underwent excision of exposed mesh on (B)(6) 2007, removal of exposed mesh on (B)(6) /2007, mesh and sling removal on (B)(6) 2009 and posterior mesh removal on (b)(60 2010 due to mesh erosion, infection, painful intercourse, vaginal pain, pelvic pain, urinary problems, recurrence of incontinence, mesh exposure, embarrassing bad odors and chronic infections. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.